Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Customer coordinated with technical support to replace their pump due to the recurring alarms. The support team confirmed that the pump was under warranty and would be replaced with one featuring updated software. Customer was advised on how to store the old pump and instructed to return it within 10 days using a supplied return box and prepaid label to avoid charges. Before using the replacement pump, customer was informed to program their settings and connect their cgm to the new device.